Event description:
Caller reported a cartridge alarm during the load process. There was no adverse impact on the customer's blood glucose level. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump, which was still under warranty. Customer was instructed on returning the pump, programming settings into the replacement, and using multiple daily injections as backup insulin therapy. The replacement pump was shipped with delivery requiring a signature.